Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the pneumatic block revealed contamination. The main circuit board and pneumatic block will be replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient harm or a serious injury reported as a result of this incident.